Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years) likely led to the power switch damage due to operating force applied with repeated use. This issue has been addressed with a design change implemented in november 2013 to make the power switch more robust.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device onsite. The fse replaced the power button to resolve the reported problem.

Event description:
A user facility reported to olympus that the power button was stuck and the device would not turn on. There was no patient injury or harm, associated with the problem, reported to olympus.